Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated the customer injected 24.0 units of fast-acting insulin before dinner around 5:30-6:00 p.m. His blood glucose at that time was not provided. Around 7:00 p.m., he received a result of 5.7 mmol/l on his aviva nano system. He became unresponsive and lost consciousness 15 minutes later. His wife contacted the paramedics, and they took a measurement on their professional meter around 7:30 p.m. And obtained a result of 1.1 mmol/l. He was treated with intravenous glucose and admitted to a hospital. The alleged product was discarded and will not be returned for evaluation.